Event description:
It was reported that a multirate infusor did not flow. The device was filled with unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured september 5, 2014 ¿ september 9, 2014. The device was received for evaluation. Visual inspection was performed with no signs of blockage. Functional flow testing was performed without abnormalities. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.